Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump was alarming no delivery when 50 units of insulin were left. Troubleshooting could not be fully performed because the alarm had already been resolved by a complete set change. The customer stated that she did not want to return the infusion set and reservoir for analysis. Advised customer to call back when the alarm occurred in order to troubleshoot the issue. Advised a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed failed battery test after battery insertion due to a corroded battery tube. Unable to test for the excessive no delivery alarm due to the failed battery test alarm. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.